Manufacturer narrative:
On 2/11/2020, additional information indicated that patient underwent bilateral removal and replacement as follow: left replaced with cat#: 3505004bc, sn#: (B)(6), and right replaced with cat#: 3505004bc, sn#: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, a crease was noted on the posterior view. Within the crease, a tear measuring less than 0.1 cm was observed. The evaluation determined that the rupture is consistent with a crease fold rupture. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture.    Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 420cc saline breast implants which the right side is deflated, and the left side is misshaped after implantation. Patient reported that left - not round like it was first after surgery / taken a different shape, moved towards the arm. Right - woke up one morning and it was flat. No pain, but discomfort. The issue has not been confirmed by the physician. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the right side.